Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). - the dentist reported that, 7 months after the dental implant was installed in intraoral region #3, its non-osseointegration was observed. Thirty five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type iii.